Manufacturer narrative:
The reported events of a blank flow reading and an s3 alarm were confirmed. The returned centrimag 2nd gen. Primary console (serial number (B)(4) that an s3 alarm, alongside flow readings being displayed as 0 lpm, occurred when the motor¿s set speed was increased and/or decreased. However, the returned console was preliminarily tested at edc brussels and was functionally tested at mcs zurich, and the console operated as intended. The events viewed within the log file were unable to be reproduced. The cause of the error was suspected to be the console¿s can bus, however this was unable to be conclusively determined due to the error not being reproduced, and due to the console¿s can bus cable appearing unremarkable. The tested and serviced unit was forwarded to the distribution center in order to be sent back to the customer. Although the issue was confirmed, the root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was stable during the exchange and remained on ECMO following the event.

Manufacturer narrative:
The console is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag extracorporeal circulatory support system. It was reported that the flow probe stopped reading properly and only dashes appeared on the screen despite obvious flow through the device. The connections were checked and the flow probe was exchanged but the issue did not resolve. The flow probe and tubing was cleaned and checked and no issue was apparent. The console and motor were exchanged and the issue resolved. No further information was provided.